Event description:
Information received from a patient reported that they were experiencing a loss of stimulation. The patient reported that they had no stimulation and were assisted over the phone in how to get stimulation going again. The patient was able to get stimulation and the issue was resolved. It was noted that the issue occurred four days prior to the date of this report. Indications for use are spinal pain and chronic low back pain.

Event description:
Follow up information received from the manufacturer's representative reported that the patient was unable to charge their implantable neurostimulator (ins). After troubleshooting with the patient, it was determined they needed a new antenna. The patient contacted the manufacturer and a new antenna for the recharger was provided the next day. The ins was recharging perfectly now and the patient was reported as doing great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.